Event description:
It was reported that the device would not aspirate. A 2.4mm jetstream? Xc catheter was selected for use in a lower leg extremity atherectomy procedure. During the procedure, a couple passes were made with the jetstream? Xc catheter when the aspiration port became clogged. Multiple attempts were made in rex mode to flush the catheter without any success. Even in an open vessel, it would not aspirate blood. The procedure was completed with another 2.4mm jetstream? Xc catheter. There were no patient complications as a result of this event.